Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Analysis found a complete tear in the buttonhole consistent with damage caused be a sharp instrument. The ams800 cuff was visually and microscopically examined and functionally tested. No leak was found. The cuff was measured, and the device size was consistent with the reported information. The device performed within product specifications. There was a complete tear in the buttonhole consistent with damage caused be a sharp instrument. Analysis confirmed the malfunction. Inspection of the remainder of the device presented no other damage or irregularities. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that an artificial urinary sphincter (aus) cuff was tried but not implanted due to the physician noticed a small tear next to the opening on the tag while examination. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information was requested, however, it was not provided.

Event description:
It was reported that an artificial urinary sphincter (aus) cuff was tried but not implanted due to the physician noticed a small tear next to the opening on the tag while examination. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.